Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventive maintenance, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.